Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. Final analysis found partial lead was returned in two segments measuring 4.9 cm and 46.5cm/49.0cm (outer insulation/inner coil). External insulation was abraded at 6.8 cm to 7.0 cm from the distal tip exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.